Event description:
It was reported that during a scheduled filter retrieval procedure post four months deployment, two detached filter limbs were identified, a limb in the pulmonary artery, and another adjacent to the vena cava filter. A snare device successfully captured and retrieved the filter and two detached limbs without incident. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed, the investigation is currently underway.